Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to bed with a blood glucose (bg) level of 95 mg/dl and after consuming 8 grams of carbohydrates, the customer did not bolus thinking the bg would elevate to the target range of 120 mg/dl. The customer woke with a bg of 340 mg/dl with moderate ketones and the customer went to the emergency room. The customer was treated with fluids and insulin. The bg was lowered to 200 mg/dl and the customer went home. The customer then received an occlusion alarm. During the changing of the supplies on the pump, the customer inadvertently loaded the new cartridge incorrectly and received a pump notification that a new cartridge was needed. Tandem technical support reviewed the loading of the cartridge with the customer.